Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; pfc*cvd tb ins,sz3, 8.0 mm knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Patient was revised post total knee replacement for poly wear and instability. Index procedure was performed in 2001 in (B)(6) (specific hospital is unknown). There was no intraoperative complication. The lot number is unknown. Patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.